Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 874 mg/dl and small ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the pump at the time of the event. No permanent damage was sustained. Multiple attempts were made to gather the discharge date, but client did not respond to attempts at contact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.